Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness was performed, and the lead was found to be within specification.

Event description:
It was reported that when the patient presented for a device check, the right ventricular lead exhibited undersensing, noise, loss of capture, and loss of sensing. The patient had complaints of severe chest pain during pacing. A chest x-ray revealed perforation. The lead was explanted and replaced. The patient was in good condition following the procedure.